Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow up visit, device triggered back up operation during a cyber security upgrade attempt. The upgrade session failed twice and during the device interrogation device back up vvi mode was observed on the device. A device download was performed successfully and the device was restored to function. No further attempt on the device firmware upgrade was made. Patient was stable prior, during and post device interrogation and will continue to be monitored.